Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation ihas been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is unk that the device was not used in surgery. There were no pt or user injuries reported. It is unk that there no medical intervention was reported. There was no additional info provided.